Event description:
Staff member put on gloves, after two minutes developed rash on aarms, hands, and chest. Face flushed, hands and feet tingling. Respiratory distress noted. Md alerted immediately given emergency benedryl and decadrom. Symptoms subsided. Staff member stable at present and soon after medication. Using different gloves. No further problems noteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.